Manufacturer narrative:
No unexpected insulin flow blocked alarms, low battery alerts or pump error 25 alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, and active current measurement. An unexpected low battery alert and multiple pump error 25 alarms were present in the format history file and was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error per power management graph. An unexpected pump error 63 alarmed during self-test due to moisture damage on keypad traces noted during visual inspection. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, faded serial number label, and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a low battery life and the infusion set was blocked. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.